Event description:
A patient reported that the charging port of their pump was difficult to start charging and required movement to achieve a successful connection. There was no adverse impact to the customer's blood glucose level. Customer declined to provide information regarding alternate insulin therapy.